Event description:
Customer called to report a strange noise during the bolus process. Blood glucose reading was 219 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. Insulin pump functioned properly. However, noisy motor noted during testing due to faulty motor. The motor was tested outside the device and passed. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).